Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted due to a developed infection. The device was explanted, and the area of the infection was irrigated and treated with antibiotics. The physician determined that the patient would need to fully heal prior to implant of a new ipp. No further patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted due to a developed infection. The device was explanted, and the area of the infection was irrigated and treated with antibiotics. The physician determined that the patient would need to fully heal prior to implant of a new ipp. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination did not identify any leaks in the cylinders. Analysis identified both cylinders passed the leak and pressure tests. The momentary squeeze (ms) pump had no visual damages or leaks identified. The ms pump passed functional testing. Product analysis concluded these findings could not confirm the reported event. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of infection was found to be listed in the IFU. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.